Manufacturer narrative:
Common device name: krd/hcg. This event was first reported to codman neurovascular on 3/22/2017; however, did not meet MDR reporting criteria until 5/5/2017 when the product analysis revealed coil stretching. Conclusion: a non-sterile og helical xtrsoft coil 2x3 was received coiled inside of a plastic bag. No damages were noted on hub. The hypotube was inspected and it was found kinked at 99 and 104.5 cm from the proximal end of hub. The introducer was received un-zipping and it was found in a elongation condition. The support coil, gripper and embolic coil were received inside the introducer. The support coil, gripper and embolic coil were inspected through of the introducer under vision system. No damages were noted on the support coil and gripper while the embolic coil was found stretched. The review of the lot found one (1) rejected unit due to kink that may be related to the reported complaint; however, inspection is in place that prevents this kind of damage from leaving the facility. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. The re-sheathing issue and coil stretching was confirmed. The event appears to be due to the elongation condition found on the introducer; the damages noted on the received device were apparently caused by applying excessive force on it. However, the analysis suggests that the failure reported could not be related to the manufacturing process. Additionally, controls are in placed at the final assembly and packaging processes to detect this kind of issue. Handling and procedural factors may have contributed to this condition. No corrective or preventive actions will be taken. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, during coil embolization for tumor embolus at the external carotid artery, when the orbit galaxy introducer's zipper was pulled back for re-sheathing, the zipper could not be advanced in the middle, and it was unable to re-sheath the coil. Therefore the coil was removed. The coil was found to be stretched during product analysis. It was unknown how the procedure was completed, but it was successfully completed without further issues. However, due to the event it was delayed for 5 minutes. There was also no patient injury / complication reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all time. No visible defect/damage was noted on the products prior to or after the event. No unintended detachment was observed in the vessel or in the microcatheter. The product will be returned for the investigation. No further information was available.